Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 months. The event occurred at (B)(6). A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a bacterial driveline infection on (B)(6) 2015 and was admitted to the hospital. The patient underwent an unspecified surgical procedure and was administered drug therapy. The patient reportedly remained in the hospital as of (B)(6) 2015. The patient remains ongoing on lvad support. No additional information was provided.